Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the top display of the device would not turn on; it was found that the display flex was torn. It was also noted that the upper and lower cases were broken, three case screws contaminated, main seal broken, rate encoder nut was loose, and the encoder o-rings were missing. Furthermore, both display wires were pinched, with the insulation of the white wire being compromised. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the top display of the external pulse generator (epg) would not turn on. The epg has been returned for repair. There was no patient involvement.